Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial. Visual inspection found that the haptic was torn. H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.0/2.5/094 (sphere/cylinder\axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.